Event description:
It was reported that during a laparoscopic appendectomy procedure, the applier was pre-fired on first firing and clip fell out. This happened with second firing as well. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned partially cycled with a clip jammed between the top shroud and the jaws. The clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the trigger was forced to open, then the device was cycled and the clips were not properly fed into the jaws causing the clips to jam. The clips were caught between the jaws and top shroud due to the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.